Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
At the customer site, there was an issue found with a "bad speaker" from the mx40. There was no patient involvement.